Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at analysis it was noted that the anti-slip layer was ripped off the label, no stable interrogation of an implantable pulse generator was possible, the cable was damaged (there was loose contact inside the cable) and the light-emitting diode window of the upper case was cracked. The label, cable and upper case were replaced to resolve all and the device then passed its functional test. (B)(4).

Event description:
The radiofrequency programmer head which was returned to be added to the loaner pool subsequently tested out of specification during analysis. There was no patient involvement.